Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000040 for further information regarding this complaint.

Event description:
It was reported that the device display monitors are configured improperly and alarming for the wrong patients, south monitor is north, north monitor is south. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.